Event description:
The 30x 40 30 degree steel wedges broke off the tray and struck pt in the chest and chin area. The wedge was inserted at the lpo field gantry 110 degrees in the left position. The collimator was at zero degrees. The gantry was being rotated to the lao field gantry, at 5 degrees the therapist was approaching pt to turn wedge to the right position when she witnessed the wedge fall on to the pt. Therapist then removed the damaged wedge from the pt's shoulder area. Therapists used 30 degree wedge from neighboring machine to complete treatment at pt's request. The doctor that examined the pt recommended x-rays, but the pt declined. Injury was not deemed serious immediately following event. No additional info was reported on the pt.

Manufacturer narrative:
Observations after the wedge fell showed that all four mount screws were broken off in the wedge. Only two screw heads were recovered after the incident. The other two screw heads were not located after a thorough search of the room by several staff members and housekeeping. In previous reports of sheared retaining screws on wedge trays, varian has determined that the failure was due to the mounting screws becoming loose, allowing the wedge to move on the tray, and the weight of the wedge gradually causing the screws to fatigue. The user report that they were tightening the screws occasionally, supports the hypothesis in this case. Varian is currently preparing a customer technical bulletin to re-emphasise the steps users should take to maintain their wedges, and how to detect that they may be nearing the end of useful life. No further follow-up to this MDR is expected.